Event description:
The valve was explanted due to fungal endocarditis, candida tropicalis and paravalvular leak. This valve was the replacement device for 2648612-200100075. The valve was replaced with a sjm 29m-101.